Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient was recently implanted and the device stopped working today, and by stopped working they meant they stopped feeling stimulation. The patient stated that only have 2 programs that work. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2017-07-06 from the health care professional (hcp) reporting that the representative had placed 3 programs all on the same electrodes with different amplitudes. With all the programs being the same, this was suspected to be the cause. It was reported that the programs were adjusted to change the electrodes. Patient weight at the time of the event was reported to be (B)(6). No further complications were reported.